Event description:
It was reported to philips that the x-ray was not ready due to a defective flat detector on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flat detector 20 inch px3040 kit and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).